Event description:
It was reported that the radiofrequency programmer head might be "bad." It was noted that the sender may have been unsure which head was "bad." The programmer head was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however it was noted that the cable was slightly twisted. It was recommended that the cable be replaced as a preventive measure. (B)(4).